Event description:
Pt has utilized insulin pen for 2 years and has always had problems with delivery. He states that the device does not have enough pressure, so it must be held for 20 seconds or more for entire amount of insulin to be administered. He also stated that blood seeps into pen rendering the device unusable and wasting his money. He has contacted the MFR with no results.